Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator exhibited far r oversensing resulting in inappropriate auto mode switch. The patient was brought to the clinic for evaluation and was asymptomatic. The device was reprogrammed.